Event description:
It was reported by service report that the head brakes were not holding, the head left rail was stuck in the down position, and the power prong was missing on the power cord. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results - siderail too tight.